Manufacturer narrative:
Batch review performed on 09 march 2020: lot 1820575: (B)(4) items manufactured and released on 19-dec-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Two devices of this lot were reported in this case. Visual inspection performed by medacta spine r&d project manager: the cages 03.27.006 lot 1820575 don't present any cracks or damage neither on the body nor on the pyramids. The thread of the posterior m4 thread of both implants is conformed: it is possible to mount / unmount the m4 gauge. Furthermore, the parts are checked randomly during the production and, after the coating, at 100% with an m4 go-nogo gauge. The route cause can be considered the incorrect mounting of the related inserter on the implant or the usage of a not conformed instrument. Furthermore, the overall dimensions of the implants (length, height and width) are conformed and the height of the pyramids on both sides is are in tolerance, therefore, conformed. Considering what is stated above the route cause of the mobilization could be the non-correct compression of the implants during the surgery.

Event description:
The surgeon inserted the trial cage to check the size of the cage, inserted the 2 cages into the patient disc space t11/t12, and performed the compression. After that the surgeon discovered the back out of the cage during the post operative final check. Revision surgery performed the same day of primary surgery and the surgeon tried to insert the 2 cages again, but it was not possible. Finally 2 cages were replaced with competitors devices. Competitor's pedicle screws and rods were used.